Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a051104 captures the reportable event of jaws failed to closed. Block h10: the returned coredx device was analyzed, and a visual and microscope inspection observed that the jaws were open, pull wire and links were detached and the jacket was bent near the handle. A functional inspection to test opening and closing of the jaws could not be performed due to the condition of the device. The reported event of pill wire break was confirmed as the pull wire and links were found detached. A functional test was not able to be performed to confirm the reported events of uneven jaw opening and failure to close jaws. Additionally, the jacket was found bent. Most likely procedural factors such as lesion characteristics, handling of the device, and technique used by the physician (force applied) contributed to the event and damage to the device. Therefore, the most probable root cause of this event is adverse event related to procedure. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs on an endobronchial ultrasound (ebus) procedure performed on an unknown date. During the procedure, the coredx biopsy forceps opened sideways and exposed the pull wire causing the forceps to be unable to close. The device was safely removed from the patient. Another coredx biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event.